Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was heating up, had a bad thermistor, the console speed only read 72,000 rotations per minute and the device made an unusual noise. It was determined that all of these issues were a result of a worn out motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was ¿overheating¿. It was not reported that the malfunction occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported that there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.